Manufacturer narrative:
The device's pushwire is expected to be return, however, it have yet not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that upon the first retrieval of the solitaire, it was alleged to have detached and was left within the artery. The rebar microcatheter was reported to have been removed to increase the aspiration through the sofia catheter upon retrieval of the solitaire. The vessel occlusion was in the internal carotid artery (ica) terminus. The solitaire was left in the terminus ica m1. The solitaire was attempted to be snared out by a gooseneck device but was unable to retrieve the solitaire device. The clot material was reported to have been hard and was unable to be retrieved. The vessel remained occluded. The devices were all prepared per the instructions for use (IFU).

Manufacturer narrative:
The solitaire platinum pushwire was returned for analysis. The distal section of the pushwire was found to be bent at multiple locations and separated at the distal end. Approximately ~16.3cm of the pushwire was found missing. The missing portion of the solitaire platinum pushwire and the stent will not be returned as it remains within the patient. No other anomalies were observed. The pushwire¿s separated end was cut and sent out for scanning electron microscopy (sem) analysis. Per the sem analysis report, "part of the original fracture features are obscured by smearing. Dimple features consistent with ductile overload failure mechanism are visible on the fracture surface." Based on the sem analysis, it appears there was "overbending" of the pushwire. Device separation can occur due to anatomical considerations (level of tortuosity, variants of anatomy at the aortic arch or neurovasulature); delivery and retrieval friction; higher number of device passes; catheter integrity issues such as kinking within the shaft; presence of hard clots / thrombus entanglement with overbending during the retraction process; alignment of the microcatheter with the proximal end of the solitaire device or removal of the microcatheter prior to retrieval of the solitaire device. Also, the "presence of hard clots" and "removal of the microcatheter prior to retrieval of the solitaire device" was listed as a potential cause. Per the solitaire¿ platinum revascularization device instructions for use (IFU), warnings - "to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, did continue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site." Revascularization device recovery - "ensure the proximal marker on the solitaire¿ platinum revascularization device is within the microcatheter as in figure 3 below. Loosen the rhv around the microcatheter enough for movement while still maintaining a seal. To retrieve thrombus, slowly withdraw the microcatheter and the solitaire¿ platinum revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire¿ platinum revascularization device distally. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover the solitaire¿ platinum revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the solitaire¿ platinum revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire¿ platinum revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary." In addition, "if excessive resistance is encountered during recovery of the solitaire¿ platinum revascularization device, discontinue the recovery and identify the cause of the resistance." All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.